Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. Ail replaced due to broken housing left and right. Iui replaced due to corroded pins. Display component u4 on the display board replaced due to dim segment. Door latched replaced due to 3rd party installed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 12/11/2012 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged/check IV set error. There was no patient involvement.